Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device site had opened up, erosion had occurred and a pacing lead was exposed. It was further reported that infection was also present in the pocket and on the ends of the leads. The ipg system was explanted and replaced with a single chamber system. No further patient complications have been reported as a result of this event